Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found that the display was functioning normally. The reported condition was not verified and the customer reported issue could not be reproduced during evaluation. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a black screen. There was no patient involvement. No additional information is available.